Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2018. Patient was under (B)(6) years old. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Labeling indicates: the dexcom g6 continuous glucose monitoring system (dexcom g6 system) is a real time, continuous glucose monitoring device indicated for the management of diabetes in persons age 2 years and older. No additional event or patient information is available.